Event description:
Pt called lfs on 12/10/2002 alleging their meter would not power on. Pt did not report an adverse event. Pt did report experiencing symptoms of dizziness two weeks later and pt went to the hosp. While there they tested pt's blood sugar with the hosp meter and treated pt for high blood sugar. The treatment is unknown. The issue was not resolved with troubleshooting. The meter has been replaced.